Event description:
It was reported that during rotator cuff repair using an ambient megavac 90 wand, the wand displayed an error message when it was plugged into the controller. Another wand was plugged in and this one also displayed an error message. The surgeon opted to complete the procedure using a competitor's device. There were no significant delays or pt complications reported as a result of this event.